Event description:
It was reported that during use of right ventricular (rv) lead the patient appears to have experienced a few short episodes of rv oversensing leading to underpacing. Attempt to replicate oversensing with pocket manipulations and isometrics, but did not see any oversensing. Rv measurements are normal/stable. Xray was taken and did not show any conclusive issues with the rv lead. Change to rv sensitivity settings was made, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.